Event description:
It was reported that the atrial fibrillation (af) burden data of this pacemaker was questioned. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed a memory inconsistency which would not affect the behavior of the device. The data would correct itself over time when new data was written into that location in the future. No adverse patient effects were reported. The device remains in service.